Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8709 lot#, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017 - product type: catheter. Product ID: neu_unknown_cath, lot# na, serial# unknown, implanted: na. Explanted: na. Product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a healthcare professional (hcp) via a company representative on 2017-july-14. It was reported that the patient had a gradual loss of therapy. It was noted that there was no patient injury and a roller study had not been done.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the unknown catheter/sutureless connector (sc) found a tear in seal near the guide ring. It was found to be patent and no leaks were identified. Analysis of the 8709 catheter body identified a dark residue occlusion in the dispensing holes that was event related. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: catheter. (B)(4) applies to the pump and the catheter. (B)(4) applies to the pump. (B)(4) apply to the catheter. (B)(4) applies to the pump. (B)(4) applies to the catheter.

Event description:
Information was received from a consumer regarding a patient receiving clonidine with an unknown dose and concentration, unknown morphine 25 mg/ml for a total dose of 10 mg/day, and bupivacaine with an unknown dose and concentration via an implantable pump for spinal pain. It was reported the patient experienced withdrawal symptoms from their pump, and after refill the patient had intermittent pain relief, but was not as effective as before. The healthcare professional (hcp) tried to aspirate the catheter and was unable to do so, so a dye study was not performed. The patient was in for a pump refill and additional liquid than indicated was emptied from the pump. The hcp tried to aspirate the catheter, but was unable to so surgical intervention occurred. It was found that the catheter tip was occluded, so the catheter was replaced with a new 8780 catheter. It was noted that the issue was resolved, and the patient's status was "alive-no injury." It was stated that the patient was supplementing with oral opioids. The pump and catheter were explanted on (B)(6) 2017 and were replaced with a new 8780 and 20 cc pump. It was noted that the pump and the catheter will be returned for analysis. The patient's weight was unknown. The event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-jul-17 reported the rep now has the pump in their possession from the hospital and will return the pump to manufacturer for analysis. No further complications were reported/anticipated.